Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huas1705 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch report, the facility reported a 4.2fr broviac cvc, when removed by gentle traction removal, allowed for the silicone cuff to be retained in a pediatric patient. The cuff migrated out of the patient's subcutaneous anterior chest tissue with abscess formation. The cuff had to be removed surgically.